Event description:
A customer reported an issue with their freestyle flash blood glucose monitor. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. Customer reported because they were not able to obtain a proper glucose result, they had to guess how much insulin to administer to themselves, and they then reported feeling thirsty, felt their mouth was dry, and reported urinating frequently. However there was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.